Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the dual stopcock sheath 5.9mm x 30 deg x 167mm (mitek lock) and the obturator with button top for 5.9mm sheath 167mm (mitek lock) are bent and difficult to slide in. The complaint device was received and evaluated. Visual observation revealed that the distal part of the tube had a bent portion. The functional test was performed as a result, there was a slightly resistance when assembled both pieces; this condition may contribute to generate to stuck issue. Also, the button seems to be slightly jammed too. The device had signs of nicks and striation marks on the surface of the distal end of the tube it also appears to be considerably used and is in worn condition. The complaint can be confirmed. The possible root cause for the reported failure can be related when the device might have been dropped or device was tapped against a hard surface accidentally, as well as rough use by the user. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the dual stopcock sheath 5.9mm x 30 deg x 167mm (mitek lock) device was bent and difficult to slide in. During in-house engineering evaluation, it was determined that the button on the device was jammed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.